Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and device expulsion ('expulsion') in an adult female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble inserting one of the coils in one tube". On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced dysmenorrhoea ("dysmenorrhia"), dyspareunia ("dyspareunia"), mood altered ("hormonal changes/mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). In november 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)/ bleeding all throughout the month"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and malaise ("overall sickly feeling"). The patient was treated with surgery (oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, psychological trauma, gastrointestinal disorder, headache, nausea and malaise outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, urinary tract infection, mood altered, weight increased, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, malaise, menorrhagia, metrorrhagia, mood altered, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, back pain, metrorrhagia (bleeding b/w periods), psych injury, migration, breakage, expulsion, fallopian tube perforation, uti, gi conditions, hormonal changes, headaches, nausea and weight gain. Current weight 155 lbs. Discrepancy insertion date reported : (B)(6) 2013. Discrepancy removal date previously reported (B)(6) 2013 now (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - in november 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jan-2020: medical records received: lot number added. Reporters, rcc comments added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and device expulsion ('expulsion') in an adult female patient who had essure (batch no: a95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble inserting one of the coils in one tube". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhia"), dyspareunia ("dyspareunia"), mood altered ("hormonal changes/mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)/ bleeding all throughout the month"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and malaise ("overall sickly feeling"). The patient was treated with surgery (oophorectomy (unilateral). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, psychological trauma, gastrointestinal disorder, headache, nausea and malaise outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, urinary tract infection, mood altered, weight increased, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, malaise, menorrhagia, metrorrhagia, mood altered, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, back pain, metrorrhagia (bleeding b/w periods), psych injury, migration, breakage, expulsion, fallopian tube perforation, uti, gi conditions, hormonal changes, headaches, nausea and weight gain. Current weight 155 lbs. Discrepancy insertion date reported: on (B)(6) 2013. Discrepancy removal date previously reported on (B)(6) 2013 now on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2013: total bilateral occlusion. Lot number: a95863, manufacturing date: 2013-01, expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device breakage'), device expulsion ('expulsion'), fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('abnormal bleeding(general)/ bleeding all throughout the month') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble inserting one of the coils in one tube". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhia"), dyspareunia ("dyspareunia"), mood altered ("hormonal changes/mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and malaise ("overall sickly feeling"). The patient was treated with surgery (oophorectomy (unilateral)). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, device breakage, device expulsion, fallopian tube perforation, psychological trauma, gastrointestinal disorder, headache, nausea and malaise outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, urinary tract infection, mood altered, weight increased, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, malaise, menorrhagia, metrorrhagia, mood altered, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, back pain, metrorrhagia (bleeding b/w periods), psych injury, migration, breakage, expulsion, fallopian tube perforation, uti, gi conditions, hormonal changes, headaches, nausea and weight gain. Current weight 155 lbs. Discrepancy insertion date reported : (B)(6) 2013 discrepancy removal date previously reported (B)(6) 2013 now (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: fu 3 and 4 processed together. Pfs received. Removal date updated. Event : abnormal bleeding(general)/ bleeding all throughout the month, abnormal bleeding (vaginal, menorrhagia), hair loss, had trouble inserting one of the coils in one tube addedhormonal changes were updated to hormonal changes/mood changes. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device breakage'), device expulsion ('expulsion') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and malaise ("overall sickly feeling") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, device expulsion, fallopian tube perforation, psychological trauma, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased and malaise outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, headache, hormone level abnormal, malaise, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, back pain, metrorrhagia (bleeding b/w periods), psych injury, migration, breakage, expulsion, fallopian tube perforation, uti, gi conditions, hormonal changes, headaches, nausea and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received. Date of implant updated. Date of explant added. This case was upgraded to incident from other event. Event injury was updated to pelvic pain. New events were added: migration, breakage, expulsion, fallopian tube perforation, abdominal pain, dysmenorrhea, dyspareunia, back pain, metrorrhagia (bleeding b/w periods), psych injury, uti, gi conditions, hormonal changes, headaches, nausea, weight gain and overall sickly feeling were added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.